Manufacturer narrative:
The insulin pump was received with missing partial/display due to cracked lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that, the insulin pump had missing segment of display screen. The blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.